Event description:
The pt called lifescan and alleged the one touch ultra meter would not power on. The medical affairs specialist spoke with the reporter and stated the pt had not been able to use the meter for 1 month. The pt was not clear on the history surrounding the event. Pt had their blood glucose checked 3-4 times during that time at their dr's office, with last reading of 232 mg/dl. Pt took oral medication for diabetes, at some point the pt felt dizzy and sleepy and went to the dr the next morning. No reading known, the pt was admitted to the hosp. The diagnosis at the hosp was hyperglycemia and hypertension. The pt received insulin, no info. The pt takes glucotrol once a day and continued to take this without testing. The customer care rep performed troubleshooting and the meter turned off before time. Based on the info obtained from the reporter, the pt under dr care, the insufficient info known regarding readings, there is indication the product malfunctioned due to the power issue, however insufficient info to suggest this led to an adverse event. The meter was replaced and return expected.